Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, the pump shutdown unexpectedly. The pump was able to be successfully charged after being powered back on. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Customer's blood glucose level was 80 mg/dl.